Event description:
It was reported the patient experienced a loss of therapeutic effect and stimulation in the wrong location following exercise for about 4-6 weeks. The patient felt the stimulation on the right side, but needs it on the left side. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.